Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6) , batch: 7076505.

Event description:
It was reported that the patient was charging the ipg often and high impedances on the lead. The patient underwent a replacement procedure. The patient was doing well postoperatively, and the explanted devices was not returned.